Event description:
Patient was revised because the cup moved soon after the implant date. Cup was well fixed, but in approx 110 degree inclination angle.

Manufacturer narrative:
The sense/pace portion of the lead was capped and replaced on (B) (6) 2007. The defib portion of the lead remains active.